Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority ((B)(4)) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for contraception. The consumer's concurrent condition included high blood pressure and overweight. On (B)(6) 2012 the consumer started experiencing menstrual disorders, decrease of iron, generalized tiredness and intense headache. She stated that hospitalization/prolonged hospitalization occurred and that the reaction caused a permanent disability and put her life in danger. However, she did not specify to which event she was referring. An essure therapy end date on (B)(6) 2016 was provided. The outcome of the events was not recovered / not resolved. All events were considered related to essure by the consumer. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer via regulatory authority. It refers to herself, who had menstrual disorders after essure (fallopian tube occlusion insert) insertion. An essure explant date was provided in her report. Additionally, consumer stated her life was put in danger and mentioned hospitalization and disability; however, they were not specified or assigned to a specific event. Menstrual disorders are listed according to essure's reference safety information. After essure insertion, menses pattern changes may occur. In this case, limited information was provided. Nevertheless, given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition, the events decrease of iron, generalized tiredness and intense headache were reported (considered as unrelated to essure due to their nature). This case was regarded as incident, as although limited information was given, since an essure explant date was provided, a surgical intervention due to the device cannot be formally excluded. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Quality safety evaluation received on 17-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up received on 08-jul-2016: follow-up is not possible since (B)(6) health authority did not provide contact details of reporter. No more information has been received so far and no further information is expected. Case considered to be closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jul-2016 for the following meddra preferred term: menstrual disorder. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment : this non-medically confirmed, spontaneous case report was received from a female consumer via regulatory authority. It refers to herself, who had menstrual disorders after essure (fallopian tube occlusion insert) insertion. An essure explant date was provided in her report. Additionally, consumer stated her life was put in danger and mentioned hospitalization and disability; however, they were not specified or assigned to a specific event. Menstrual disorders are listed according to essure's reference safety information. After essure insertion, menses pattern changes may occur. In this case, limited information was provided. Nevertheless, given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition, the events decrease of iron, generalized tiredness and intense headache were reported (considered as unrelated to essure due to their nature). This case was regarded as incident, as although limited information was given, since an essure explant date was provided, a surgical intervention due to the device cannot be formally excluded. A product technical analysis investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.